Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37092, lot# 279290002, implanted: (B)(6) 2011, product type: accessory. Product ID: 3888-33, lot# v611146, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v684297, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3998, lot# v255262, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient received an end of service (eos) or end of life (eol) message on their device. It was also reported the patient was experiencing "a lot of pain" over the weekend prior to report. When the patient checked their device the day before report their patient programmer indicated an eos. The patient was redirected to their healthcare provider. Additional information reported that the patient only had the device implanted a year and a half. The patient stated "that's kind of quick for it to be depleted." It was reported that the patient did not have concerns with her device or therapy.